Event description:
On (B)(6) 2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with fungal peritonitis due to a perforated bowel. No additional information was provided during intake. Follow-up with the patient¿s primary pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2023 with complaints of severe abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = not provided) were collected, and the patient was diagnosed with peritonitis. Radiological studies performed on admission detected a bowel perforation and the patient underwent a procedure to correct the damage (specifics not provided). During the procedure the patient¿s pd catheter (not a fresenius product) was surgically removed and a permanent hemodialysis (hd) catheter (not a fresenius product) was inserted. The patient was treated with IV vancomycin 2000 mg every other day and ceftazidime 1500 mg daily x 21 days. On (B)(6) 2023, the patient¿s peritoneal effluent culture result returned positive for candida albicans, and the patient¿s vancomycin and ceftazidime were discontinued. Instead, the patient was prescribed IV diflucan daily x 21 days (dose not provided) and oral ciprofloxacin daily (dose, duration, not provided). The patient was discharged on (B)(6) 2023 in stable condition and has recovered from the events. The patient transitioned to outpatient hd following discharge and is currently awaiting to return to pd therapy. Per the pdrn, despite a thorough investigation, the cause of the fungal peritonitis could not be established. Per the pdrn, no connection was identified with the patient¿s usage of any fresenius product(s) and/or device(s).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of fungal peritonitis (characterized by severe abdominal pain and cloudy peritoneal effluent fluid) and bowel perforation, which warranted hospitalization, antibiotic therapy, and the patient¿s subsequent transition to hd for rrt. The etiology of the fungal peritonitis was attributed to the patient¿s perforated bowel. Additionally, the pdrn reported the patient¿s adverse events were unrelated to any fresenius device(s) and/or product(s). Approximately 1-15% of all peritonitis cases are fungal in nature, and frequently require the removal of the patient¿s pd catheter. Most fungal peritonitis episodes are caused by the candida species. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency, defect or malfunction caused and/or contributed to the patient¿s serious adverse events. Furthermore, there is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) failed to meet user expectations or manufacturer specifications. Those individuals undergoing pd therapy (manual or cycler based) are known to be at high risk for infections of the peritoneum.

Event description:
On (B)(6) 2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with fungal peritonitis due to a perforated bowel. No additional information was provided during intake. Follow-up with the patient¿s primary pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2023 with complaints of severe abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = not provided) were collected, and the patient was diagnosed with peritonitis. Radiological studies performed on admission detected a bowel perforation and the patient underwent a procedure to correct the damage (specifics not provided). During the procedure the patient¿s pd catheter (not a fresenius product) was surgically removed and a permanent hemodialysis (hd) catheter (not a fresenius product) was inserted. The patient was treated with IV vancomycin 2000 mg every other day and ceftazidime 1500 mg daily x 21 days. On (B)(6) 2023, the patient¿s peritoneal effluent culture result returned positive for candida albicans, and the patient¿s vancomycin and ceftazidime were discontinued. Instead, the patient was prescribed IV diflucan daily x 21 days (dose not provided) and oral ciprofloxacin daily (dose, duration, not provided). The patient was discharged on (B)(6) 2023 in stable condition and has recovered from the events. The patient transitioned to outpatient hd following discharge and is currently awaiting to return to pd therapy. Per the pdrn, despite a thorough investigation, the cause of the fungal peritonitis could not be established. Per the pdrn, no connection was identified with the patient¿s usage of any fresenius product(s) and/or device(s).

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.